Event description:
In 2004 the pt contacted lfs alleging that their one touch ultra meter was set to the wrong unit of measurement. They reported bising their physician's office as a result of experiencing symptoms. The pt has been reading the meter result in mg/dl, while the meter had been actually set to mmol/l. The pt blood glucose level was tested at the physician' office; however, the result was not provided. They were given their oral medication and orange juice prior to leaving the office. The customer service representative confirmed that the meter had previously been set to the correct unit of measurement and they had not recently changed the unit of measurement in the meter settings. The pt did not alleged harm. Issue was not resolved through troubleshooting. Pt's meter was replaced.